Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to malfunction and was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit was the root cause of the failure as both components were covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.